Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided: date of event - unknown; device code - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; (B)(6). Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity.¿

Event description:
Information was received based on a review of the journal article titled, "conversion of a failed hip resurfacing arthroplasty to total hip arthroplasty: pearls and pitfalls." This article reported that patient underwent a left hip surface replacement arthroplasty (sra) of unknown product. Subsequently, the patient felt a 'pop" while performing yard work. A subsequent radiograph exhibits sra dislocation without fracture. The patient underwent a closed reduction, but went on to have additional instability events. Patient underwent a revision on an unknown date. Patient was converted to a total hip system. In conclusion, the results of tha following conversion from sra highlight the need for careful patient selection, thorough preoperative counseling, and technical precision when performing surface replacement arthroplasty.